Event description:
It was reported that the customer received a motor error alarm from his/her insulin pump during prime. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The insulin pump was not exposed to a strong magnetic field. The alarm was cleared. The customer changed the infusion set and the reservoir and the prime was successful. The motor error alarm had occurred previously in the last 30 days. The product is being returned. Nothing further was reported

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. The motor passed motor test. The insulin pump was unable to verify alarm in the alarm history due to history file over written. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.